Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) (oct 1, 2013) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (sep 26, 2013) has been obtained and entered in this supplemental medwatch report. Additional information: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the cutting burr device broke while a suture hole was being drilled on the patient's cranial bone. A second cutter burr device was used but broke as well. It was reported that a third cutter device was used to complete the surgery successfully. As a result, there was a twenty minute delay to the surgical procedure. According to the report, the device was connected to the attachment device at the time of the event; however, there was no allegation on the attachment device. It was reported that no pieces of the device remained in the patient after breakage. There were no issues on patient's outcome post-surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The external features of the device were visually inspected and it was observed that the tip of the cutter was broken. The cutter was examined and it was determined that there was excessive force applied. The assignable root cause of the customer¿s complaint that ¿cutters broke¿ was determined to be due to excessive lateral or side to side force, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.